Event description:
I had an optilume procedure for benign prostatic hypertrophy on (B)(6) 2024. I experienced bleeding/hematuria into (B)(6) 2025. I have had frequent bouts of prostatitis requiring oral antibiotics since the procedure. I also have been incontinent when bending, coughing, straining, blowing my nose, sneezing, lifting since the foley catheter was removed on (B)(6) 2024. My urinalysis is still showing blood as recent as this week.